Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 06-mar-2017, fse arrived at the site to address the reported event. Fse cleaned the large syringe drive screw and lubricated with tri-flow. The customer also reported receiving several small peaks after the a0 peak. As a result, fse replaced the tubing between the column and the detector, the sample loop, and the uptake check valve. Following the intervention, the calibrator values were closer to the other g8 analyzer, and quality control (qc) was in range. No further action was required by field service. The most probable cause of the reported event was due to an obstruction in the peek tubing.

Event description:
On (B)(6) 2017, the customer reported large syringe errors with their g8 analyzer. On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.